Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer changed headset and noticed that the soft cannula had slipped out of her skin. Cannula was laying between her skin and adhesive. Lot not provided. Device not available for return.